Manufacturer narrative:
(B)(4). A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s. The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Event description:
A customer contacted baxter to report a misspike of the transfer set while connecting to the solution bag using a clean flash. The set had been used for 30 days. There was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). One used set was received with no cap on spike and no cap on patient connector in reference to connection issue. The lot number was not known so no batch review was performed. During visual inspection no abnormalities were noted. Set was tested underwater at 8 psi with no leak noted. The complaint could not be confirmed and unable to be duplicated in the lab. Spike measurements were all within specification. In this case the evaluations did not find any evidence of any problem. A root cause of the complaint could not be determined. Baxter will continue to monitor similar reports to determine if further actions are required.